Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on video-assisted thoracoscopic surgery (vats), when cutting the lung tissue, the stapler was able to fire and the staple line was incomplete at the proximal area. As stated. The reload was not smooth during firing, and a short staple line was performed on the tissue but cannot continue full staple line due to difficulties to push anymore. The doctor then opened a new reload in the same batch and was okay, to complete the staple line smoothly. There was no patient injury.